Manufacturer narrative:
The insulin pump had button error alarmed due to corroded on keypad trace.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Blood glucose value was 49 mg/dl, she treated with glucose tablets and it went up to 91 mg/dl. No significant events leading to the alarm. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.